Manufacturer narrative:
The lab evaluation indicated that the complaint of an underdelivery was confirmed and that the pump failed to function properly due to the broken transducer adapter bracket. Underdelivery due to a broken adapter bracket.

Event description:
Complaint was of an underdelivery.